Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient was implant bilaterally at the l5 level with 2 drg leads of the same lot number. It was reported that following the permanent drg ipg stimulator implant, patient was admitted to the hospital due to numbness down the right leg. It was noted that the patient first notice this issue post-operatively after leaving recovery. X-rays and CT scan were performed revealing right l5 lead had migrated intrathecally. Right lead was removed resulting in decreasing right leg numbness. Additionally, patient will be returning to work and plans to implant a replacement lead at a later date, once fully recovered.

Event description:
Additional information received indicated that the patient's previously explanted l5 lead was replaced with the same lead model. It was also noted that stimulation is covering patient's painful areas.